Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer could not perform troubleshooting because the alarm had been resolved by a complete set change. The customer declined to return the reservoir and infusion set for analysis. The customer was advised to call back if the alarm recurred. The customer mentioned issues with having to reset the time on the insulin pump. The customer also stated that she was found on the floor naked at one point. The customer explained that the paramedics took her to be hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. The customer's blood glucose at the time of the event was 1700 mg/dl. The customer was treated with an IV drip. The customer stated that they had been off the insulin pump for three to five days. The customer did not return their insulin pump for analysis.